Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested with in-house clinical hcg negative serum samples; all hcg results were negative at read time and met qc specification. No false positives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided and without patient specimen in-house analysis.

Event description:
The customer reported that on (B)(6) 2016 a false positive result occurred x1 with one patient, one lot. Daily serum controls performed as expected, serum sample was collected and tested while fresh, resulted in a faint positive. The line was distinct, but was a pale pink color. Sample was stored according to pi. The same occurred on (B)(6) 2016 with the same patient, same lot. Serum and urine samples were used. Daily serum controls performed as expected, stored serum sample from 7/5 was brought to room temperature and ran on the vista which resulted in a negative hcg at zero. The stored serum from 7/5 was again tested on the sure-vue cassette and again resulted with a faint positive. A fresh serum sample was collected and performed on the vista - could not be performed on the sure-vue due to collection tube containing anticoagulants. Resulted negative for hcg at zero. A fresh urine sample was collected from the patient and tested on the sure-vue cassette and resulted in a negative test. Troubleshooting occurred with a review of the factors for unexpected results including shipping, storage, technique, handling and patient specific variables.